Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient's onetouch ultraeasy meter read inaccurately high compared to his feelings/ normal blood glucose result. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013, at 9am. The patient obtained a blood glucose result of "200 mg/dl" with the subject meter. The patient manages his diabetes with glucophage pills. It is not known if the patient made changes to his usual dose of medication at the time of the alleged issue. On the following morning, the patient reportedly visited his physician's office and was advised to increase his usual dose of glucophage pills (amount not specified). It was reported the patient obtained a blood glucose result of "140 mg/dl" with the subject meter. At an unspecified time after, the reporter claims the patient felt symptoms of weak, hands trembling, dizzy and couldn't get up to walk. Additional treatment was not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.